Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that noise, resulting in oversensing was observed on the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d). This is occurring on both the rate/sense and shock portions of the lead. The stored episodes show rv pauses around 5 seconds on this pacemaker dependent patient. The patient does not have any symptoms, at this time. Pocket manipulation and isometrics were performed and did not reproduce anything. However, the hcp programmed the crt-d to be less sensitive. No adverse patient effects were reported.